Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal sacrocolpopexy and cystoscopy. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent repair of posterior vaginal cuff and perineum on (B)(6) 2011 due to post-operative vaginal bleeding. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (b)(6, and uretex was implanted; and on (B)(6) 2012, mesh and uphold were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to pop, sui. It is reported that the patient underwent removal of the mesh on (B)(6) 2011 due to erosion.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.